Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(6) 2017, an fse conducted an onsite follow-up with the customer to address the reported event. Fse installed a new pc and setup software. Fse then tested uploading of g8 to reporting software and uploading results to customer lis. The issue was resolved and the instrument was verified to be operational. There was no further action required by fse. The most probable cause of the reported event was due bad reporting software pc.

Event description:
On (B)(6) 2017, a customer reported the reporting software pc is given errors with their g8 analyzer. The customer states that the computer is taking over 24 hours to fix hard drive errors. They tried a reboot but the error persists. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.